Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, it was reported that the patient experienced osteolysis and loosening affecting the left knee. As a result, the patient underwent a left knee revision approximately 6 years and 6 months after initial implantation. Provided operative notes indicated loosening of the patient's patella, loosening of the patient's femoral component and wear of the tibial insert. The patient was transferred to the recovery area in stable condition. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 4425049 02-012-44-2011 logic tibia implant psc insert, sz 2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.